Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. The unit was subsequently leak tested. Leak was noted at the junction of the tubing and the stress-member. The root cause was determined to be insufficient bonding at the seal between the tubing and stress member. The bond pocket optimization project was initiated to improve the stress member and restrictor housing. A longer seal length results in a larger contact surface for solvent to bond and hence a lower chance of leak. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available; a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one (1) intermate was leaking from the filling port. This occurred during filling. It is unknown what the device is filled with. There was no patient involvement reported for this complaint. The actual sample is available. No patient injury or medical intervention reported during the initial report. No additional information available. Report 1 of 2.